Event description:
The complainant reported an under-delivery of a feeding for a patient using the companion pump (list#00084) and that the patient has "significant weight loss" but the amount is unknown. The patient's diagnosis and medical history have not been provided. It was reported that a 1000 ml ready-to-hand container was hung and the 1000 ml were to be delivered at a rate of 60 ml/hour over 20 hours. It was reported that it "ran for four days continuously and at the end of the four days hardly any of the product was fed". It was determined that approximately 500 ml fed. The executive director of support services was contacted for clarification and further details. She stated "the staff said they checked and documented the volume fed based on the reading on the pump but they didn't check the rth container". The facility did not follow proper administration guidelines. This is considered use error. The weight loss in considered an adverse event. Based on the available information a pump malfunction has not been confirmed. When more information becomes available the case will be re-evaluated.